Manufacturer narrative:
(B)(4). Insulin pump passed the self test. The pump was received with a pump error alarm during rewind due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. Rewind anomaly confirmed. Moisture damage was found on the electronic assembly during visual inspection.

Event description:
The customer reported via phone call that insulin pump had rewind was required and there was rewind anomaly. The blood glucose at the time of the incident was 69 mg/dl. The device will be returned for analysis.